Event description:
It was reported that during an exploratory laparotomy procedure, upon closure they noticed the staple line began to open due to the staples not being secured on the tissue. The surgeon completed a new anastomosis by hand. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.